Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7076027

Event description:
It was reported that the patients leads had multiple contacts out and migration was also noted. The patient underwent a lead replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted devices were kept by the medical facility.